Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had a broken main power entrance,a missing mounting knob on the user interface and two unitrack rails were broken inside the base unit. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation: during preventive maintenance by service technician this bio-console 560 instrument had a broken main power entrance,a missing mounting knob on the user interface and two unitrack rails were broken inside the base unit. The issue was resolved by replacing the main power entrance, the unitrack rails and the swivel assembly on the user interface. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.